Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified a type 1 b endoleak of the ipsilateral leg and a type ii endoleak originating from the right iliac axis. On (B)(6) 2018, additional surgery using an upside-down technique via the patient's arm was conducted and the trunk-ipsilateral leg was relined with two flared endoprostheses to treat the type 1b endoleak, thereby transforming the rlt231414 component into an aorto-uni-iliac bypass. As a result, the contralateral side was isolated from blood supply and thus feeding the aneurysm sac. To treat the type ii endoleak, an occluding component was implanted into the right common iliac artery.

Manufacturer narrative:
Please note: this report is associated with MFR report # 2017233-2019-00038. Correct manufacturer ID: (B)(4). Event description: updated part of event description. Other relevant history: added description. Lot #: added data. Catalog #: added data. Expiration date: added date. Unique identifier (di)#: added data. If implanted, give date: added date. Contact office name: updated field content. Device manufacture date: added date. Code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Method code 1: corrected code. Results code 1: corrected code.

Manufacturer narrative:
Device code 1: withdrawn. Method code 2: withdrawn. Results code 2: withdrawn. (B)(4) - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks.

Event description:
On (B)(6) 2018, follow-up imaging identified a type 1 b endoleak into the partly deployed contralateral gate and a type ii endoleak originating from the right iliac axis. On (B)(6) 2018, an additional procedure was performed involving two flared non-gore iliac extender endoprostheses. One of the grafts was tapered, and in an "upside-down technique" outside of the patient, the graft was manipulated to help convert the trunk-ipsilateral leg of the rlt231414 component into an aorto-uni-iliac bypass to treat the type 1b endoleak on the contralateral side. As a result, the contralateral side was isolated from blood supply no longer feeding the aneurysm sac. Additionally, an occluding component was implanted into the right common iliac artery to repair the type ii endoleak.

Manufacturer narrative:
Please note: this report is associated with MFR report # 2017233-2019-00038. B5: updated field content. B7: updated field content. H6, device code 1: added code 3191 for additional endovascular procedure on march 1, 2018. Complete UDI of the gore® excluder® trunk-ipsilateral leg component rlt231414/17553568: (B)(4) .

Manufacturer narrative:
Please note: this report is associated with MFR report # 2017233-2019-00038. (B)(4). The lot# for the gore® excluder® aaa endprosthesis was not available. A review of the manufacturing paperwork was therefore not performed.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified a type 1 b endoleak of the ipsilateral leg and a type ii endoleak originating from the right iliac axis. On (B)(6) 2018, additional surgery using an upside-down technique was conducted and the ipsilateral leg was relined and extended with two flared endoprosthesis to treat the type 1b endoleak, shutting off the trunk's contralateral side from blood supply feeding the aneurysm sac. The right common iliac artery was occluded to treat the type ii endoleak.